Event description:
It was reported " 5 minutes after the catheter was inserted the pump alarmed with blood in the balloon, and when it was removed from the body it was found to have small holes and damaged". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is gl40682. The lot number (18f24g0020) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon re-turn, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 4.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0065in and was within specification of process docu-ment. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system doc-ument. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is con-sistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from the broken end of the central lumen and was noted approximately 4.7cm from the iabc distal tip. No other leaks were de-tected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 5.7cm from the iabc luer due to the blocked/clotted central lumen. Dried blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifi-cations prior to release. The reported complaint that the "pump alarmed with blood in the balloon" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway. The iabc bladder also noted damaged due to the contact from the broken central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is un-determined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " 5 minutes after the catheter was inserted the pump alarmed with blood in the balloon, and when it was removed from the body it was found to have small holes and damaged". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "unknown".